Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient's mother reported that on (B)(6) 2022, the patient faced an occlusion as the pump alarmed, due to which he experienced high blood glucose level (over 700 mg/dl). Therefore, the patient's father called the healthcare professional and was instructed to take him to the emergency room. On the same day ((B)(6) 2022), the patient went to the emergency room and stayed there for 4-5 hours. Subsequently, he was hospitalized due to high blood glucose level. The patient had high ketone level which his healthcare professional assessed as dangerous/life threatening. Moreover, the infusion had been used for two days. During hospitalization, the patient received fluids of saline, insulin, potassium and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. On the day of release ((B)(6) 2022), the patient again received an occlusion alarm, and his blood glucose level was 186 mg/dl at the time of the event. No further information available.